Manufacturer narrative:
Device received with blank display due to broken off battery tube threads. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to display anomaly. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked lcd window and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment and retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.